Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental meacdwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/13/2024.

Event description:
Healthcare professional reported left side deflation and exchange of textured devices due to patient's concern with product. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6b; h.6;

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed, openings on the device. Anxiety_product/procedure: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "deflation. And exchange of textured devices, due to patient's concern with product". This record is for the left side. Device was explanted and replaced.